Event description:
It was reported that the patient inadvertently reused single use supplies during peritoneal dialysis therapy on the homechoice device. The patient was connected to the setup, but was back in prime. The device had an unrelated alarm and afterwards, went back to the beginning of the therapy and priming, while the patient was connected. The technical service representative explained what happened to the patient and instructed to disconnect from the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient reusing single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.